Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, when the device was taken out in order to be used, it was noticed that the stent was stretched. The procedure was completed with a non-bsc stent. No patient complications were reported.